Event description:
A full investigation into the cause of death of pt was conducted involving the ceo, the medical director, the director of patient services, the director of respiratory, the director of quality management, the department of public health and doctor. After extensive interview and chart review, the subject ventilator was suspected as the cause of death. The ventilator was sequestered immediately upon discovery of malfunction. On july 21, 2003, the ventilator was shipped to the pulmonetics factory where it was to undergo nondestructive testing using the pulmonetics protocol and under the strict supervision of dr. The internal investigation of the ventilator conducted by dr. In cooperation with pulmonetics, found that operational amplifier u-10 on the analog circuit board had failed causing a false high pressure signal. This was the only failed component. The cause of failure was not determined however, when the ventilator was partially disassembled, a loose screw with no obvious corresponding source was discovered. It was determined that the loose screw most probably resulted from the factory preventive maintenance conducted in 2003. The u1o operational amplifier failure caused a 'false' high pressure signal within the ventilator that caused the ventilator to 'high pressure' alarm and shut-off. Since the pt had experienced numerous 'high pressure' alarms due to their medical condition, this particular failure masqueraded as one of the patient's clinical conditions. As is the normal and expected use of the ventilator in the 'high pressure' alarm mode, the patient was evaluated for clinical concerns and then the alarm was silenced and reset. Once this was done, the display of the pulmonetics ventilator with the u-10 fault will not yield alarm or display information related to non-function of the ventilator. The ordinary ventilator alarms, both audio and visual will be silenced and the ventilator will not operate. The front information panel will continue to display patient information with the only difference being that the yellow light bar indication airway pressure will remain stationary and all of the way to the right. This display failure mode is not taught in the ventilator manual. Thus the design failure will masquerade a common clinical condition without obvious user alert(s).

Event description:
Plumonetic systems ventilator bo1912, ltv 900 was being used for regularly scheduled staff education. The class instructor discovered that the ventilator was not working properly. A 'do not use' sign was affixed to the machine and the machine was sequestered in the respiratory dept. The director of respiratory was notified of the equipment failure. Upon investigation, director of respiratory noted that this ventilator was last in use with pt and that while on the vent, pt had died from "cardio-respiratory arrest. A check of the ventilator by director of respiratory was not functioning properly.